Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking and falling off. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer reported that the approximate size of air bubbles was larger than soda pop size. The reservoir will not be returned for analysis.